Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A complaints database review revealed no other similar previous complaint submitted relevant to this heater cooler. Field service was dispatched to perform preventive maintenance. Pump has been replaced and all working correctly. All components have been inspected and tested according to the manufacturers specifications. The unit was returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that, during maintenance, error indication pump is blocked (e18) and pump of the patient circuit of the 3t heater-cooler device appeared as frozen. There was no patient involvement.

Manufacturer narrative:
H.10: the most likely root cause of the reported event is a bearing damage probably due to environmental conditions the pump worked, as condensation, humidity and high temperatures, and the action of disinfectants used during cleaning procedures. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure.

Event description:
See initial report.